Manufacturer narrative:
A partial lead with the lead tip measuring 53.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.0cm. Internal insulation abrasion was noted at 13.6-14.5cm from the lead tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that increased impedance and externalized conductors were observed. The lead was explanted and replaced. There were no adverse consequences reported.